Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/11/2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion broke off at the distal end of the tip; everything snapped off, but the broken fragments were retrieved with no reported adverse event. The case was completed successfully with a different handpiece, and the pieces were kept separately. This was discovered during an unspecified procedure, with no patient harm. Additional information requested.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the returned instrument jaw was broken off. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.